Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 month, 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient fainted while outside. The device parameters were within limits and no alarms were observed. The patient hemoglobin level was 7.6 and was transfused with 1 unit of plasma red blood cells. The patient inr was 1.6 at the time of admission. At the time of event, the patient was aspirin and warfarin. The patient was hemodynamically stable and head CT was unremarkable. The site of bleeding was not confirmed. The patient inr was 1.9 and was discharged home on stable condition on (B)(6) 2017.

Manufacturer narrative:
Corrected information.

Event description:
Corrected information: it was reported, but inadvertently not included in the initial medwatch report. It was reported that for the event, the patient was initially at an outside facility emergency department and then transferred to the implanting center, northwestern memorial hospital.